Manufacturer narrative:
The dialyzer involved in this incident was not available for investigation and the lot number could not be provided by facility.

Event description:
An adult pt coded and expired shortly after ending an in-patient hemodialysis treatment. During the hemodialysis treatment pt did not feel well and the treatment was terminated. Per dci corporate policy, no further pt, treatment, or device info will be provided. Gambro dialysis machine was inspected and was found within manufacturer specification. Neither the physician, nor the nurses caring for the pt, believes that any gambro device caused or contributed to the pt's coding event after dialysis had been completed. The cartridge blood set, bicart and revaclear dialyzer were not available for investigation.